Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose value at the time of the incident was unknown. Customer changed the battery when the insulin pump alarmed unexpected restart. Customer stated the insulin pump was not stored or not used for an extended period of time. The customer did not have an additional battery available. The customer was advised that the insulin pump needed to be replaced but could continue the wear the insulin pump until the replacement arrives. The insulin pump has been returned, but has not yet been evaluated.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm noted. Pump had cracked case at display window corner, battery tube threads and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.